Event description:
Same case as MFR report #3005099803-2008-04454. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon failed to inflate. The target lesion was in the common bile duct. A 15mm extractor xl retrieval balloon had been selected for use. The balloon was "tested" prior to insertion into an unspecified type of scope. At the target lesion, the device failed to inflate. The device was removed and another 15mm extractor xl retrieval balloon was selected and the same malfunction occurred. The procedure was successfully completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.